Event description:
A consumer's daughter reported that two days following intraocular lens (iol) implant surgery, her father is experiencing blurry vision. In a f/u, the daughter reported that her father's vision has improved. The rptr did not provide contact info for the surgeon; therefore, f/u with the surgeon could not be conducted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. The rptr did not provide contact info for the surgeon; therefore, f/u with the surgeon could not be conducted. (B)(4).